Event description:
An acumed clavicle plate was implanted approximately 6 months ago for a nonunion. Post placement, the plate broke. The broken plate was removed from the patient on (B)(6), 2010. Two plates were implanted to replace the broken plate (one superiorly and one anteriorly), and a bone graft was required.